Event description:
IV tubing was broken/split above blue circular connector which caused leakage of medication that was to be given (precedex). None of the medication infused into the patient. The patient was not harmed in any way.====================== health professional's impression======================not known